Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation due to endocarditis. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23mm bioprosthetic aortic valve, implanted for four (4) years and one (1) month, was explanted due to leaflet tear causing central aortic regurgitation, and endocarditis. The patient developed uti and had polypectomies during colonoscopy, and subsequently developed enterococcal bacteremia. Patient had aortic root abscess and pannus formation between the left and right coronary commissures, and severe central aortic insufficiency due to a tear in the non coronary cusp. The explanted device was replaced with a 23mm valve. The patient was discharged on pod #4 in stable condition.